Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was scratched leading to difficulty reading the screen. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.